Event description:
Event: (cc# 98-01259) the 8 fr. Iab kinked. On 10/13/98, the following information was reported to datascope: an alarm sounded from the pump. A kink was noted in the inner lumen when the guidewire was inserted. The iab was removed and a second iab was inserted into the patient. [Event complications]: unknown - reported 9/30/98; none - reported 10/13/98. [Patient's current status]: unk - rpt'd 9/30/98.